Manufacturer narrative:
The reported event could be confirmed, since returned device was broken in two halves. The device inspection revealed the following: the distal end of the plate also shows abrasions on the surface of the plate consistent with the plate having contact with a hard material or surface. Abrasions on the surface of the plate right at the breakage point of the plate is observed. These abrasions are consistent with the plate having contact with a hard material or surface. The inner material of the plate at the breakage points have very rough patterns consistent with an instant fracture of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Additional information provided is as follows: "[...] A different surgeon has been seeing the patient and he believes it might be a problem with the fracture rather than the plate ¿ ¿the plate did what it was supposed to do¿. The nurse estimated that the plate had been in the patient for approximately 6 months. Patient was a female (age not provided), and the bone quality was allegedly not good." Based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by likely trauma in combination with reported poor bone quality resulting in instant breakage of device. If any further information is provided, the complaint report will be updated.

Event description:
Customer reported an alleged broken distal femoral plate which was revised in may by a doctor..

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported an alleged broken distal femoral plate which was revised in (B)(6) by a doctor.